Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient had an alert for increased impedance while traveling. Additionally, the lead had increased thresholds and a fracture. The lead also had high impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. The exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut and the visual summary analysis of the lead indicated apparent explant damage.the analyst also noted:the returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the increased impedance/thresholds and possible fracture described in the event. There were no anomalies observed on the full lead in segments. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with severe explant damage including an exposed svc coil extrinsic fracture/cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.